Manufacturer narrative:
Results - the leads were received in 3 segments each, in which terminal ends were still attached to ipg port, and then stimulation end and mid-lead segments were received as such no product testing could be performed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2011-08153. The pt received the scs system on (B)(6) 2007. It was reported that the pt was having pain and tenderness at the scs ipg site. The pt also stated that she had large positional changes in stimulation. The ipg and the lead were removed and replaced by a new scs system.